Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: severe capsular contracture, chronic breast pain, ruptured, completely black with mold, calcification, left with a grossly deformed breast, anxiety completely disappeared immediately after explant surgery, had all of the symptoms of bia-alcl but thankfully pathology was benign for that so bio toxin disease from moldy implant is most likely the cause. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "severe capsular contracture, chronic breast pain, ruptured, completely black with mold, calcification, left with a grossly deformed breast, anxiety completely disappeared immediately after explant surgery, "had all of the symptoms of bia-alcl but thankfully pathology was benign for that so bio toxin disease from moldy implant is most likely the cause". Patient also reported "raynaud¿s phenomenon, chronic fatigue syndrome, autoimmune symptoms, extensive fat necrosis, severe anxiety, tremor, low cortisol, sweats"; these events are not device related. Device has been explanted. This record is for the left side.